Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.5/3.0/096 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with different model and longer length lens due to rotation associated with low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. H6: patient code: 2137 - refractive surprise corrected to 2923 lens rotation medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) added to initial MDR. Claim#: (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.5/3.0/096 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a longer length lens due to refractive surprise and low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.